Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed on-site with the customer that the appearance of the repaired helium cylinder was normal and undamaged. The sealing ring was normal and undamaged. The test parameters met the factory requirements. The equipment was delivered to the customer for use. The customer mentioned that it was normal to replace a new bottle of helium. It is not ruled out that the installation of helium was caused by misoperation. The customer has been informed of the correct method of installing helium.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use by the customer that cs300 intra-aortic balloon pump (iabp) had helium cylinder leak. There was no patient involved.